Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected and leaked during peritoneal dialysis therapy. The whole of the hard plastic end (blue twist clamp and white piece) on the end of the extended life set had detached from the tubing. The transfer set had been in place for just under four (4) months, and was not due for changing until the end of (B)(6). The set had to be changed as it was no longer viable. Prophylactic antibiotics were prescribed for 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.